Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while charging the pump battery, the pump unexpectedly shut off. Low battery alerts/alarm occurred prior to pump shutting off. Customer unplugged pump from power source and upon recharging, battery gauge showed as fully charged. Reportedly, customer resumed pump therapy. There was no reported adverse impact to customer's blood glucose.